Manufacturer narrative:
(B)(4). Batch #: 419a17. The product was returned to ethicon suzhou for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with an gst45d reload present. The reload was received partially fired 3/4 and with the sled in home position. It is possible that the reload was manipulated and the sled was manually returned to its home position. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken with the switch actuator missing; which lead to the device not been able to fire. Additionally, the spring firing trigger was noted to be out of its intended position. Based on the information currently available, product issues were identified during the investigation of the sample received. The damage to the actuator post has been correlated to the design. The damage to the spring firing trigger is potentially related to a manufacturing process. This product issues will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Event description:
It was reported that during the surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.